Manufacturer narrative:
According to the local representative, no additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that a patient implanted with this device about one year ago recently had a heartmate iii left ventricular assist device (lvad) implanted. The device was exhibiting electrogram noise on all three sense vectors. The local representative inquired about experiences with heartmate iii lvad from an historical perspective. The pump speed for this patient's lvad device was set at 5000 rpms. The technical service's consultant suggested a pump speed of approximately 3600 rpms with the 60 hz notch filter. The local representative was enroute to assess device-lvad interaction. Boston scientific received information from the local representative that the physician elected to reprogram tachycardia therapies off due to poor sensing. Because the patient now has an lvad, no further actions are planned at this time. Boston scientific received information that this clinic nurse from the (B)(6) contacted boston scientific¿s technical services on (B)(6) 2017. The clinic nurse reported that this device¿s tachycardia therapy mode had been previous programmed off. The patient¿s device history is significant for lvad placement. There had been a noise interaction between the lvad and model#a209. Recently, the patient experienced a syncopal episode and the physician is asking if the device would have stored an event. The technical service¿s consultant explained that therapies need to be programmed on and the capacitors need to start charging before an episode will be stored. There were no allegations of device malfunction. No report that the patient developed a tachycardia event that required therapy.